Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that the patient saw an 8286 code on the patient programmer (ptm). It was reported that the pump was empty and the patient missed a refill. The patient started seeing the empty pump code (8286) on the ptm on the morning of (B)(6) 2019. The patient reported they had an appointment on (B)(6) 2019 for a refill, but missed it because they thought it was (B)(6) 2019 when it was actually (B)(6) 2019. No symptoms reported. No further complications were reported.